Manufacturer narrative:
The event of seroma is a physiological complication. And analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Event description:
Patient representative reported, left side rupture. Free silicone and abundant periprosthetic inflammatory exudation. Device has been explanted.

Event description:
Patient representative reported left side rupture, free silicone, and abundant periprosthetic inflammatory exudation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2